Event description:
Pharmacy technician is calling on behalf of the customer stating that the customer brought the meter and strips in stating that the meter is not working. Customer is not in the pharmacy at this time and pharmacy technician advised that the customer does not speak english for her to call in. No symptoms or medical attention associated with the use of the product was reported. No further information was provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to pharmacy going to pharmacy due to issues with the meter meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 10-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.